Event description:
1999: patient received bone cement delivered by bone filler device to fix fractured verteral body. New fellow delivered small amount of cement before attending intended. Slight anterior venous leakage visible; attending stopped fellow. Procedure was completed without further incident. Patient had minor post-procedure fever, kept overnight. 09/08/99: fever spiked to 101 degrees f. Lung exam showed slight rales at left base but otherwise clear to auscultation bilaterally, with no shortness of breath, cough or increased sputum production. Hypoxemic. Chest x-ray showed small, dense infiltrate consistent with "pmma" embolus. Afebrile rest of hospital stay. 09/10/99: patient discharged with prophylactic home oxygen, even though asymptomatic, based on patient history and lab values. One week follow-up removed from oxygen. Patient has had no further sequelae to date. Reporting physician believes further incidents can be minimized with training.